Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. When the physician connected the polymer syringe to the delivery system, the aortic body started to fill. After 5 minutes, the patient experienced hypotension and shock, and was administered adrenalin and stabilized. The physician elected to explant the stent graft. Upon removal of the stent graft, a compromise of the sealing ring was noted. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The most likely cause of the compromised stent graft integrity and polymer leak could not be determined due to a lack of medical records and imaging. Associated clinical harms for the device related event included: hemodynamic instability, respiratory complications and surgical conversion. Final patient disposition was unknown, and no additional patient sequelae reported. Based on a review of the explanted stent graft, the stent graft fill channels were observed to be completely filled with polymer. A hole was noted in the primary sealing ring of the graft; however, the size of the hole and the amount of polymer in the stent graft indicates the hole most likely occurred during the explant procedure. Based on the review of the explanted device, there is no evidence to indicate a polymer leak from the stent graft. The delivery system was not available for evaluation therefore the mating junction between the stent graft and delivery system could not be evaluated. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. A review of the device quality records showed that the device demonstrated compliance to established procedures and specifications at the time of manufacture.